Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm tmicl 12.6 implantable collamer lens of diopter -13.00/2.5/179 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2022. The patient experienced lens rotation not associated with a low vault, repositioning, blurred vision and intacs intracorneal rings. On (B)(6) 2022 the lens was repositioned and exchanged for a longer length lens and the problem was resolved. Status of the eye; "clear va and had adjusted to haze/shadow using artificial tears prn." Additional information provided was "clear va at night, dilated exam shows intacs intact". The reporter indicated the cause of the event is unknown- " rotated visian icl despite normal vault. Explant and insertion of longer icl to help prevent rotation. Va much blurrier during post op". H6- health effect- clinical code: 4581-intacs intracorneal rings. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was rotated (repositioned) despite normal vault. Patient's va was much blurrier at initial post-op, which is why the lens was removed and replaced with longer lens. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -13.00/+2.5/179 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to lens rotation not associated to a low vault. The lens was replaced with a longer lens and the problem was resolved. The cause of the event was unknown. Post-op, the patient's va was blurry, see MFR. Report # 2023826-2023-00569 for replacement lens. The patient had intacs implanted and was using artificial tears.

Manufacturer narrative:
Patient weight, ethnicity & race unknown. Event date unknown. Adverse event problem work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).